Manufacturer narrative:
(B)(4).

Event description:
Following deployment of an angio-seal vip, the patient developed large hematoma on the right groin. The patient was taken to surgery to have the hematoma evacuated. The patient was discharged the following day and is stable.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
Following deployment of an angio-seal vip, the patient developed large hemotoma on the right groin. The patient was taken to surgery to have the hematoma evacuated. A cut down was performed and a balloon used to achieve hemostasis. The patient received 4 units of blood. The patient was discharged the following day and is stable.